Event description:
Hospital advised that pt was to 3 pumps at the time of death. The pumps were delivering ativan and morphine. Hospital stated that this was an unexpected death. Their investigation determined the pumps were not a contributing factor.